Manufacturer narrative:
This follow up is being submitted to update section a1 (patient identifier) to multiple. The sids involved were: (B)(6).

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates the reagent lot is performing as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 41518ud00 and complaint issue. The overall performance of the architect total b-hcg reagents in the field was reviewed using data gathered from customers worldwide. The median values (for the negative population) for the complaint lot are within the established limits. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency was identified for the architect total b-hcg reagent lot 41518ud00.

Event description:
The customer observed false positive architect total b-hcg results for one patient undergoing fertility treatment. Two new samples were drawn from the patient and both samples generated negative results. The following data was provided: 12dec2022 sid (B)(6). Sample 1: initial result = 170.98 miu/ml (positive). Sample 1: repeated on 14dec2022 = 77.96 miu/ml (positive), 72.82 miu/ml (positive). Sample 1: repeated on 14dec2022 after centrifugation = 72.61 miu/ml (positive). Sample 1: repeated on 22dec2022 result = 75.27 miu/ml (positive). 14dec2022 sample 2 sid (B)(6) (drawn 14dec2022). Sample 2: initial result = < 1.2 miu/ml (negative). Sample 2: repeat result = < 1.2 miu/ml (negative). Sample 2: repeated on 22dec2022 result = < 1.2 miu/ml (negative). 14dec2022 sample 3 (drawn 14dec2022). Sample 3: initial result = <1.2 miu/ml (negative). Sample 3: repeated on 22dec2022 result = < 1.2 miu/ml (negative). No impact to patient management was reported.

Manufacturer narrative:
Section a1- patient identifier: sid (B)(6) was added. Section b5- describe event or problem: updated to include sid for sample 2. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect total b-hcg results for one patient undergoing fertility treatment. Two new samples were drawn from the patient and both samples generated negative results. The following data was provided: on (B)(6) 2022, sid (B)(6) sample 1: initial result = 170.98 miu/ml (positive). Sample 1: repeated on (B)(6) 2022 = 77.96 miu/ml (positive), 72.82 miu/ml (positive). Sample 1: repeated on (B)(6) 2022 after centrifugation = 72.61 miu/ml (positive). Sample 1: repeated on (B)(6) 2022 result = 75.27 miu/ml (positive) on (B)(6) 2022. Sample 2 (drawn (B)(6) 2022) sample 2: initial result = < 1.2 miu/ml (negative) sample 2: repeat result = < 1.2 miu/ml (negative) sample 2: repeated on (B)(6) 2022 result = < 1.2 miu/ml (negative) (B)(6) 2022 sample 3 (drawn (B)(6) 2022) sample 3: initial result = <1.2 miu/ml (negative) sample 3: repeated on (B)(6) 2022. Result = < 1.2 miu/ml (negative). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.